Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical cassette was causing a pump to trigger a "no disposable, clamp tubing" alarm. After replacing the cassette, the alarm stopped. No anomaly was found with the pump. There were no adverse events reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis. The sample was visually inspected under normal conditions of illumination and no discrepancies were observed in the sample received. During functional testing, the cassette was connected to the cadd legacy plus to look for unusual functions; the sample was fully priming and connected without difficult, the pump was set running and the alarm was not activated. Based on the evidence, the complaint was not confirmed, and no fault was found.